Manufacturer narrative:
The company rep verified the fault log. The company rep replaced the pcb (part number 0997-00-1162) for the fiber optic module (p/n 0992-00-0290). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The fiber optic module failure could not be duplicated during evaluation of the returned part. The fiber optic module was put into a test unit and cycled more than (B)(4) times over a (B)(4) period. The fiber optic assembly was designated for test fixture use and was not put back into inventory. (B)(4).

Event description:
The customer reported that prior to use on a patient the iabp generated a "fiber optic failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.